Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced stimulation in unwanted location due to lead migration. The lead migrated due to the anchor fixation. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the migrated lead was repositioned resolving the issue. Reportedly, patient has adequate therapy post operatively.